Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during the load process, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The call center assisted the customer in attempting to load a new cartridge using the proper technique, but the alarm recurred, leading to the decision to replace the pump. The pump was still under warranty, so arrangements were made for a replacement to be sent. The customer was instructed on how to put the pump into storage mode and agreed to return the defective pump using a pre-paid label within ten days. Meanwhile, the customer planned to use multiple daily injections as a backup insulin therapy.